Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The caller indicated that the patient had their ins replaced with another manufacturer's ins. When asked for details about the reason for the replacement, the caller stated the information they had was that the patient had a failed back surgery and multiple revisions of the stimulation system (see 705241041). The caller did not have any other details about the status of the device. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed registration information.